Event description:
It was reported to philips that the device was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. ,the philips field service engineer (fse) inspected the system onsite and confirmed that the device was not starting up. Review of the system log file confirmed malfunction in fdc board due to the fdx frontend detector was switched off for overheat protection. Upon troubleshooting, fse found the joystick was broken. To resolve this issue, fse replaced joystick. The system was returned to use in good working order. The codes were updated based on the investigation outcome.